Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that, since implant of the patient¿s implantable neurostimulator (ins), the felt they had an infection and ¿it¿s not healing¿. The patient stated that when they lean back on the device ¿it hurts and is uncomfortable¿ because it was on their spine. The patient noted that they know how to turn the stimulation up and down and ¿to move it back and over¿ but desired help with the device operation. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient needed his therapy adjusted and reprogrammed. The patient stated he had a problem; before implant he agreed to "a little implantable neurostimulator (ins), non-rechargeable. He ended up with a big implant it sticks out of his back. It would be just a matter of time when it was going to get cut on something." It was noted the patient noticed it pretty much right after the device was implanted. The patient had an appointment scheduled with their healthcare provider (hcp) and wanted the manufacturer's representative (rep) to be there for reprogramming. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating t the implantable neurostimulator (ins) had been bothering the patient for quite a while. The ins was in a bad spot and was "getting ready to cut through the skin." It started to bother him on (B)(6) 2014. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.